Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter: have dirt inside needles

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: +(B)(6) unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. The barrel and stopper of bd insulin syringes are lubricated with medical grade silicone allowing the syringe plunger to glide through the syringe barrel. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. All bd insulin syringes are lubricated as to conform to standards provided by the international organization for standardization (iso) 8537 - sterile single-use syringes, with or without needle, for insulin. The silicone would not impact the care of diabetic patients using such syringes. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter: have dirt inside needles.